Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a no-cross occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous iliac artery. This 7.0x40x135cm express vascular ld stent delivery system was selected for the treatment procedure. The stent delivery system was unable to cross the bifurcation of the vessel. The procedure was completed with a different device. No patient complications were reported and the patient's status is okay. However, returned device analysis revealed a stent dislodgement occurred. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device code 2524 relates to component code 3038. Device evaluated by manufacturer: the complaint device was returned for analysis. Visual and tactile examination of the returned device revealed no damage to the shaft of the device. When the device was returned, there was no stent on the balloon. The balloon was folded and wrapped around the shaft of the device. Visual and microscopic examination of the balloon determined a clear impression of where the stent was originally crimped on to the balloon. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be user/use error as the device was not used in accordance wit the dfu ("contraindications associated with the use of the express vascular ld premounted stent system include: patients with excessive vessel tortuousity.") (B)(4).